Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, the customer declined to complete the check. Multiple attempts were made to continue the system check and gather additional information, however, no response was received. Customer reported a blood glucose value of "high" on the continuous glucose monitor. Customer addressed the elevated blood glucose by a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.